Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system on site and confirmed that the the wired footswitch pedal was not sensitive. During troubleshooting, fse found that foot switch test result was abnormal and fluoroscopy for specific position was intermittently not working. Fse cleaned the wired footswitch with alcohol. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system could not perform fluoroscopy. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation regarding the reported issue.